Event description:
Found during daily test. According to the reporter, the device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not power on. Physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.